Event description:
It was reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable, wall adapter, and attempting to troubleshoot by switching adapters and cables. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate form of insulin therapy.